Manufacturer narrative:
The pump was returned to animas. Eval confirmed the battery compartment crack. Evidence of moisture corrosion was found in the battery compartment. The pump was powered on and overheating could not be duplicated. The pump's electrical current was drawn and tested within specifications.

Event description:
The user reported that the pump felt hot when she was trying to change the battery. She noted that there was no harm caused by the heat. She noticed a crack in the battery compartment and mentioned that the pump was submerged in water about a month prior to the event.